Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t93w4g. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components, with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was said to fire empty or applied crooked clips. "Closed clip ends were staying in a crooked way. Open clips came sideways from clip canal. Clip ends were not aligned with each other when applied. The device did not fire scissored clips and did not drop or eject clips. The user couldn't be sure if the clips were fully closed and wouldn't open inside the patient. The safety of the patient was apprehended. There was no patient consequence."